Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the marker lumen was not flushed prior to the procedure. It should be noted that the prostyle instructions for use (IFU), states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent. In this case, it is unknown if the absence of flushing the marker lumen prior to the procedure contributed to the reported marker lumen blockage. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after a percutaneous transluminal coronary intervention procedure, with an 8fr sheath. Reportedly, no blood flow was achieved from the marker lumen of the first prostyle device. It was also reported that the device was not flushed prior to use. A new prostyle device was attempted and a cuff miss [suture retrieval issue] occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.